Event description:
I had an inguinal hernia left side, and physiomesh was used in 2011. Had a double hernia, left and right lower inguinal hernia and same mesh was left in on left side, and no mesh was put in the right side, due to problems with the mesh in 2017. Both surgeries were done at (B)(6) medical center at (B)(6) by two different surgeons in 2011 and in 2017. And still having pain in my left side and no pain in my right side without the mesh. I had a left inguinal hernia repair at (B)(6) med ctr in (B)(6) in 2011 by dr (B)(6) who put inside me a blue mesh (physiomesh) to repair my hernia. I stayed in pain up to 2017 when I had to get the same left side inguinal hernia again. At the same time I had the right side inguinal hernia repaired. The second/different surgeon left the mesh in my left side and would not put the physiomesh in the right side due to all the problems the mesh was having. Also having the mesh put was never put into my 2011 or 2017 medical records by either surgeon.